Event description:
The technician reported the brakes are not holding. The stretcher was located on the first floor at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brakes pad are not making full contact with the wheels due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 through 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician adjusted brake pads on the brake casters to resolve the issue. Based on this info, no further action is required.